Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. During the extraction the lead broke apart and the distal tip became free floating, but was contained and extracted. Explant method: intravascular, superior, femoral. Technique/tools: dotter basket/snare, intravascular counter traction, sheath(s). Complications listed above.